Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files are required to complete a thorough investigation. Neither were provided. The rep was asked to upload the correct files and no answer was received. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during cori assisted tka surgery, upon reaching the ¿tibia cut¿ screen, the surgeon began to drill the lug holes in exposure as he always does. He then put the drill in speed control and as soon as he put the burr in the lug hole, the tibia bone model completely disappeared from the real intelligence cori console. The rep then advanced to the next screen so he can try and go back to the tibia expecting the bone model to re-appear; however, when he got to the final screen, the back and continue button were not illuminating and not allowing him to move forward or go back to the tibia. Surgery was resumed without any delay by manual procedure. No injures to the patient were reported.